Event description:
#Medwatcher #(B)(4). Chronic abdominal pain lower and upper. Vomiting, headache, nausea, acid reflux, sore neck and shoulder pain, thyroid nodules, coating on tongue. Cramping and sharp stabbing pains in lower abdominal since. Essure placement in 2009.